Event description:
It was reported that the lead had elevated pacing lead impedance and capture threshold. The patient was asymptomatic and was in for a routine gen change due to normal eri. The physician elected to cap and replace the lead.